Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported they had a replacement due to a return of symptoms and loss of stimulation. They had been turning the programs up to 8.5 to try to feel the sensation and the battery ran down too quickly. Impedances were checked in the operating room and all were >4000. The cause was unknown, the patient denied any falls or trauma. It was reported the issue was resolved at the time of the report.